Event description:
Revision of left femoral component due to loosening. Patient had lysis about the distal femur and presented with pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.